Event description:
It was reported that the patient felt pain at the pocket site which "radiated" down her legs, and her legs were swollen and painful. It was noted that the patient thought it could be related to the sciatic nerve. The incision site was indicated to be looking ok. The patient first noticed pain and tenderness "around (B)(6) 2012 or after that" and it had continued since then. It was indicated that the patient was epileptic and was on medication for epilepsy as well as nerve pain. The patient had had multiple back and hip surgeries and had pins/screws in her back and prosthetic hips. It was stated the patient was concerned about possible rejection of the device. It was also reported that the patient felt stimulation even when stimulation was off. Additional information received 2 months later indicated that the cause of the event was unknown. The patient was interrogated and reprogrammed, and impedance measurements showed impedances greater than 4000 ohms on electrode pairs 0 and 2 as well as on 0 and 3; but the amplitude was only 1.0v. The issue was that the patient complained of pain at the implantable neurostimulator (ins) site with no signs and symptoms of infection. The signs and symptoms associated with the reported event was pain at the ins site which resolved with reprogramming. The patient did not require hospitalization.

Event description:
It was also reported that this was the 2nd time the patient had called about having pain. The patient kept having pain in that area, bothers her all around. Both legs were weak to a point that when she goes up stairs, she only goes up with her left leg, then pulls her right leg up. A week ago or so the patient put her right leg down first and she had pain that shot from where her ins was all the way down her leg to her toes which caused her to drop everything in her hands. Within a month or so after implant, the patient had pain, but then noted she had this pain since implant in the implant area. It was noted the patient had not spoken to hcp (healthcare provider), but then stated when she addressed issue with hcp, he stated there was no way that the implant was causing this pain. The patient had strange allergies to plastic, elastic, and adhesive and thought maybe that could cause implant area to be inflammed. The patient had had hip replacements on both sides. The patient was planning to follow up with family doctor and see if they could do an ultrasound or other imaging to maybe determine cause of pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot # v988003, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).